Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot 46118, was returned and analyzed. Visual inspection of the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for seven application son the date of the event. The dissection test showed a kink on the guide wire lumen at 1.172 inches from the tip. In conclusion, the balloon catheter failed the inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.